Event description:
It was reported the c10-3v transducer body was separating. This probe is associated with the epiq 5 ultrasound system. The failure occurred outside of clinical use and there was no patient or user harm. The philips service engineer replaced the c10-3v transducer to resolve the customer's immediate issue. Philips has started an investigation, and upon completion, a follow up report will be submitted.